Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.

Event description:
The customer reported hypoglycemic symptoms. An ambulance was called, and he tested 20 mg/dl on the professional performa nano system. The customer was treated with serum and glucose. After treatment the customer tested 540 mg/dl on his advantage system and 170 mg/dl on the professional system within 10 minutes. No adverse event related to the device was reported. Requested return of suspect device, however the customer no longer has the test strips; replacement was sent.